Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient of this implantable cardioverter defibrillator (ICD) experienced non-sustained ventricular episodes. Ventricular shock therapy was delivered to convert arrhythmia and anti-tachycardia pacing (atp) therapy was delivered to convert arrhythmia. No out of range measurements observed. It was noted the presenting electrogram (egm) shows device operating as programmed. No adverse patient effects were reported. The device remains in service. Additional information was reported about six months later, that this ICD exhibited another inappropriate defibrillation shock episode, resulting in therapy exhaustion. Technical services (ts) reviewed device data and noted device functioned as programmed. Ts discussed programming options for therapy optimization. No adverse patient effects were reported. The device remains in service. Additional information was received detailing that this device was explanted and replaced due to normal battery depletion. This device was returned to boston scientific for analysis.

Event description:
It was reported that the patient of this implantable cardioverter defibrillator (ICD) experienced non-sustained ventricular episodes. Ventricular shock therapy was delivered to convert arrhythmia and anti-tachycardia pacing (atp) therapy was delivered to convert arrhythmia. No out of range measurements observed. It was noted the presenting electrogram (egm) shows device operating as programmed. No adverse patient effects were reported. The device remains in service. Additional information was reported about six months later, that this ICD exhibited another inappropriate defibrillation shock episode, resulting in therapy exhaustion. Technical services (ts) reviewed device data and noted device functioned as programmed. Ts discussed programming options for therapy optimization. No adverse patient effects were reported. The device remains in service.